Event description:
It was reported that device entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced over a 300cm straight tip v-14 control wire guidewire. However, during introduction, resistance was felt and it was evident that the balloon catheter had gotten stuck with the guidewire. Furthermore, it was noted that tip of the guidewire was kinked. Both devices were removed together as one unit and the lesion was re-accessed with new devices. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a buckled guidewire lumen at 18.3cm from the tip, as well as 22.5cm-16cm from the tip. Microscopic examination revealed no further damage. Guidewire insertion test failed when attempted to insert into the buckled portion of the lumen. The balloon was unraveled and traces of contrast fluid were found, indicating the device had been used. Inspection of the remainder of the device showed no signs of additional damage to the device. Product analysis confirmed the allegations of guidewire loading failures.

Event description:
It was reported that device entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced over a 300cm straight tip v-14 control wire guidewire. However, during introduction, resistance was felt and it was evident that the balloon catheter had gotten stuck with the guidewire. Furthermore, it was noted that tip of the guidewire was kinked. Both devices were removed together as one unit and the lesion was re-accessed with new devices. The procedure was completed and no patient complications were reported.